Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 510 mg/dl, confirmed by fingerstick, and the ilet delivered insulin that reduced glucose by about 100 mg/dl after the user changed infusion supplies; the event involved hyperglycemia of unclear cause with suspected infusion site issue despite a normal-appearing cannula, and the device alerted for high glucose. Symptoms included fatigue and thirst. Outcomes included self-management at home, no outside assistance, no medical intervention, and return of glucose to 86 mg/dl and stable. Investigation included complaint intake, user troubleshooting and education, and monitoring of post-change glucose trends. Investigation of this case revealed a hyperglycemic excursion that resolved after infusion set replacement, consistent with a transient delivery or site issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.